Event description:
Da vinci xi curved bipolar dissector was found to be bent after being inserted through port. The robot instrument came from da vinci xi chest instrument tray 1. A new da vinci xi curved bipolar dissector was opened in order to complete the procedure safely.